Event description:
It was reported that during spine surgery, the attachment "was jammed and would not allow any burr to be loaded." The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury alleged. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual attachment device has been returned. (B)(4) evaluated the device and the reported condition of the burr not loading into the attachment was confirmed. Testing was performed and the event was duplicated. Findings revealed that this event was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.